Manufacturer narrative:
As reported, follow-up imaging revealed that the 80 x 135 cm palmaz genesis stent broke off in the body approximately six (6) months after placement. A radiological image was provided for review and the stent is noted to be fractured inside the patient. No other anomalies or outstanding details could be observed on the image provided. There was no death or serious injury reported. The fracture was identified through angiography, and the fractured stent was not completely separated but had migrated. The stent partially migrated from the implant site as it was further clarified. There were no negative consequences associated with the stent fracture for now, and the fracture was not treated. The lesion was not calcified and had mild vessel tortuosity with a 90% stenosis. The device was not used for a chronic total occlusion. The product was stored properly according to the instructions for use (IFU), and there was no damage noted to the product packaging upon inspection prior to use. There were no difficulties reported in removing the product from the packaging, and no anomalies were noted upon inspection prior to use. No kinks or other damages were noted before inserting the product into the patient. The product was prepped properly according to the IFU. The total length of the stented segment was 24mm, with one stent initially placed, and no overlap of stents. The stent was not implanted in an actively moving segment of the artery, and 10 atmospheres of pressure were used to deploy the stent. Intravascular ultrasound (ivus) was not done after the initial stent placement. The product cannot be returned as it is still inside the patient and under observation. The device was not returned for analysis as it is implanted in the patient. Instead, one photo was received, and the stent is noted to be fractured inside the patient. No other anomalies nor outstanding details could be observed on the images provided. The reported ¿stent fractured-separated¿ and ¿stent migration¿ were confirmed as the image provided revealed the stent is fractured inside the patient and the fractured piece has migrated slightly from its original position. However, the exact cause of the condition observed could not be conclusively determined during the picture analysis. Based on the information provided it is difficult to draw a clinical conclusion between the device and the reported event. Stent fractures can occur due to a variety of factors, often related to mechanical stress and the specific conditions of the implantation site. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ the information available and the photos provided do not provide sufficient information to determine a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, follow-up imaging revealed that the 80 x 135 cm palmaz genesis stent broke off in the body approximately six (6) months after placement. A radiological image was provided for review and the stent is noted to be fractured inside the patient. No other anomalies or outstanding details could be observed on the image provided. There was no death or serious injury reported. The fracture was identified through angiography, and the fractured stent was not completely separated but had migrated. The stent partially migrated from the implant site as it was further clarified. There were no negative consequences associated with the stent fracture for now, and the fracture was not treated. The lesion was not calcified and had mild vessel tortuosity with a 90% stenosis. The device was not used for a chronic total occlusion. The product was stored properly according to the instructions for use (IFU), and there was no damage noted to the product packaging upon inspection prior to use. There were no difficulties reported in removing the product from the packaging, and no anomalies were noted upon inspection prior to use. No kinks or other damages were noted before inserting the product into the patient. The product was prepped properly according to the IFU. The total length of the stented segment was 24mm, with one stent initially placed, and no overlap of stents. The stent was not implanted in an actively moving segment of the artery, and 10 atmospheres of pressure were used to deploy the stent. Intravascular ultrasound (ivus) was not done after the initial stent placement. The product cannot be returned as it is still inside the patient and under observation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82276188 presented no issues during the manufacturing process that could be related to the event reported.